Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary /bowel dysfunction it was reported that the patient presented to ER with c/o pain in the left side, vagina, and bladder. The patient left the hospital and presented to the urology clinic and said the pain from the device in her buttocks and leg was too unbearable and wishes to have the device removed. They initially thought of it as gas. The patient's pain in the buttocks and leg is unbearable. On (B)(6) 2026 /.it was stated that this was possibly related to the device or therapy and not related to the implant procedure, and it is not due to programming. As for intervention, the device was explanted on (B)(6) 2026. Resolved without sequelae on (B)(6) 2026